Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an episode from the implantable cardiac monitor that showed a large deflection prior to the straight line and prior to r-waves being seen again. This appeared to be due to loss of contact. There was also oversensing observed. The device remains in use. No patient complications have been reported as a result of this event.